Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: wear abrasion, crease fold, and opening. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge and opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening. Three striated edge opening on patch side assessed as to surgical damage.

Event description:
Additionally, healthcare professional reported "hole in valve." Device has been explanted.